Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device no cooling at all on patient side. The issue occurred during maintenance. There was no patient involvement.

Event description:
See intal report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue, that was traced back to a compressor failure and refrigerant leak. Based on investigation of similar events, a potential breach in the cooling coil may occur due to the stirrer flow within the tank leading to erosion of the cooling coil. This could allow water to enter the cooling circuit and compressor unit, resulting in increased leakage current and subsequent tripping of the circuit breaker. A review of the service history revealed that an erosion kit upgrade, featuring a new pump head design for the stirrer motor to prevent water flow toward a confined area of the evaporator coil, was installed in 2018. Thus, the erosion can be excluded as potential contributor to the reported event, and the most likely root cause is related to the corrosion process affecting the coils and has progressed over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.